Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. A 9.0 x 40mm, 75cm charger balloon catheter was advanced for dilatation; however; the balloon rupted. No patient complications were reported.